Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 23 mg/dl. Customer's other blood glucose value was 127 mg/dl. The customer had a car accident which resulted in low blood glucose levels. The customer was treated with dextrose for low blood glucose levels and went home after dispatching emergency medical services. Troubleshooting was completed with insulin pump for low blood glucose levels as well as self test was performed. The customer alleged that the insulin pump was over delivering insulin. The device is not expected to be returned for analysis.